Event description:
It was reported to the manufacturer, by the end user, per the end user, that the aid was putting the patient to bed, the sling was about 4 ft high. The sid closed legs to under the bed, the leg collapsed, and the patient fell 4 ft breaking her femur. She had surgery and 3 pins placed. Complaint and ra#(B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.